Event description:
The patient's family member called to report that the suspect device was used to check pt's blood glucose. A result of 185mg/dl was obtained around 6:48am and pt took their normal meds. Around 9:52am pt was symptomatic of hypoglycemia and the suspect device was used and the result was 182mg/dl, then a result of 139mg/dl at 10:00am. Emt's were then called. Pt's blood glucose was 28mg/dl on the emt's meter. Pt was then treated for hypoglycemia with unknown treatment. After treatment the emt's meter read 130mg/dl and the suspect device read 363mg/dl. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.